Event description:
The customer reported a falsely elevated alinity I stat high sensitive troponin-I result on a female patient. The following results were provided: on (B)(6) 2025 6:23 pm sid (B)(6) = 449.8 pg/ml, repeat (B)(6) 2025 9:03 pm = 4.3 pg/ml, repeat (B)(6) 2025 10:45 pm = 4.5 / 3.9 /4.0 pg/ml, repeat (B)(6)2025 10:46 pm = 3.8 / 3.8 pg/ml, diagnostic cutoff value for females: 15.6 pg/ml, no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 8p13 that has a similar product distributed in the us, list number 4z21, with 510k/PMA/bla number k202525.

Event description:
The customer reported a falsely elevated alinity I stat high sensitive troponin-I result on a female patient. The following results were provided: (B)(6) 2025 6:23 pm sid (B)(6) = 449.8 pg/ml, repeat (B)(6) 2025 9:03 pm = 4.3 pg/ml, repeat (B)(6) 2025 10:45 pm = 4.5 / 3.9 /4.0 pg/ml, repeat (B)(6) 2025 10:46 pm = 3.8 / 3.8 pg/ml, diagnostic cutoff value for females: 15.6 pg/ml , no impact to patient management was reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints did not identify an increase in complaint activity for lot 79328ud00. A review of tracking and trending for the alinity I stat high sensitive troponin-I assay did not identify any related trends. The device history review did not identify any nonconformances, potential nonconformance or deviations associated with the complaint lot. The overall performance of alinity I stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The patient median values for lots 79327ud00 and 79329ud00 (which contain the same bulk material as lot 79328ud00) are within the established limits and comparable to the historical reagent lot performance. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I, lot number 79328ud00, was identified.